Event description:
A customer reported that the t: slim x2 pump battery would not charge, and a power source alert appeared in the pump's history. The issue occurred before contacting technical support and was resolved by changing to non-tandem charging supplies. However, tandem technical support did not recommend using third-party supplies unless instructed for troubleshooting. Technical support agreed to send a replacement tandem wall adapter and charging cable. The battery issue led to a pump shutdown, causing the customer's blood glucose (bg) level to exceed safe limits, with the level displayed as "high." The customer performed a correction injection via manual insulin injection to address the bg.